Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) system detected low out of range pacing impedances of less than 200 ohms, and there was noise noted on the right ventricular (rv) channel. It was suspected the insulation, lead body and/or conductor was fractured on this rv lead, but this was not confirmed. It was noted the rv lead was not tested via the pacing system analyzer (psa) at explant. An attempt was made to explant this rv lead, but was unsuccessful. As a result, this rv lead had to be cut and surgically capped and abandoned. The proximal portion of the cut rv lead was plugged into the rv port. The crt-d system was reprogrammed to atrial pace/sense only, and tachy mode was programmed off. The patient was sent home with a life vest. The patient will be evaluated at a later date for a new system implant. No additional adverse patient effects were reported.